Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. Evaluation of photos indicated ink-like fm on the tube.(B)(4) retained samples were visually inspected, and no fm was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos provided. No root cause could be established as the fm could not be determined from the photographs. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had foreign matter inside the tube. There was no report of impact to patient or user.